Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The spouse found the patient unconscious in the bathroom and called emergency medical services (ems). The patient was hypoglycemic, and after paramedics administered IV glucose he regained consciousness. After the event, although he was weak, he was in good condition, and no additional treatment was provided. The patient did not know the bg finger stick value at the time of the event, but at some point the bg finger stick value was approximately 127 mg/dl and the cgm value was 43 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.